Manufacturer narrative:
On october 26, 2021, mentor became aware that the device was discarded by the lab technician. Hence, field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 26, 2021, mentor became aware that field e2 was mistakenly marked as "no" in the previous initial submission. It should be "yes" and has been updated correctly on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 225cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade iii postoperatively. As a result, the patient will undergo unilateral explantation and replacement with mentor silicone gel device on (B)(6) 2021.